Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: a small piece of the trocar broke off inside the patient's cavity. The piece was retrieved and is being returned. A new device was opened to complete the case. It could not be reported if the case was delayed more than 30 minutes, if bleeding occurred or if there was tissue damage. No patient injury was reported.